Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Affected channels were found during in situ measurements after the user suffered from a severe head trauma. Re-implantation is considered.

Event description:
The user's hearing performance with the device is affected after the user suffered from a severe head trauma that occurred on the (B)(6) 2022. Reportedly there was no swelling or redness at the site of the implant and there was also no change in health or medication. The user showed good benefit with the device before. The user was re-implanted on (B)(6) 2022.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.